Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the stent is severely deformed at its distal end, several stent struts are lifted and everted. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the deformed struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent still complies with the specification. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a lesion with 90 percent stenosis degree in the lad. Despite pre-dilatation, the device could not pass the lesion. After withdrawal it was detected that the stent was deformed and was not used anymore. Another stent was selected to complete the intervention.

Manufacturer narrative:
Combination product: yes.